Event description:
It was reported that the patient's pacemaker was found in backup vvi mode. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the pacemaker in backup mode was confirmed. Final analysis found that as received, the device was in backup mode while it was implanted and triggered power on reset post explant. Product code reload was attempted unsuccessfully. Due to lack of data, the cause of reset observed in the field was undetermined. A longevity calculation was performed and found the device had appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.